Manufacturer narrative:
(B)(4). Data analysis concluded that the user pressed the on/off button several times for less than a second each rather than pressing and holding the on/off button for more than a second to allow the device to deactivate. Failure to press the button for the specified time period will not deactivate the device. The device performed according to specifications and there was no fault found.

Event description:
The user reported that the on/off button did not function properly during deployment. The pt did not survive.